Event description:
A customer reported difficulty with pressing the pump's quick bolus/wake button. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.